Event description:
Reportedly, low impedance values were recorded by the device related to the ventricular lead.

Manufacturer narrative:
Summary of the investigation: a thorough re-investigation of the manufacturing process confirmed that all production steps were carried out in accordance with defined procedures. No deviations or anomalies were identified that could be linked to the reported issue. After reviewing the files provided since implantation, the analysis highlights the following: 1. Ventricular lead: episodes recorded around early on (B)(6) 2025 show ventricular capture loss in a pacemaker-dependent patient (ventricular pacing ~95%). Noise is observed on the ventricular channel, suggesting a potential issue with the insulation of the right ventricular lead (first noise/non-physiological signal recorded on (B)(6) 2025). There is a concomitant drop in ventricular sensing and decrease in impedance, with isolated measurements around the curve and values =200 ohms. Conclusion :the origin of the observed abnormal electrical (non-physiologic signals, loss of ventricular capture, low impedance, and sensing values)is unknown as the lead remains implanted. The most hypothesis is a potential issue with the insulation of the right ventricular lead. Recommendation: ventricular lead: a chest x-ray is recommended to assess lead position and integrity. Reintervention: given the patient¿s pacemaker dependence and intermittent/total loss of ventricular capture, a reintervention should be considered. This decision remains at the physician¿s discretion: during the re-intervention check the integrity and proper operation of the ventricular lead (extensive checks with the psa on both leads to try to reproduce the behavior). Check visually if any damage could be observed on the insulation of the ventricular lead perform x-rays if explanted, the subject lead should be returned to microport crm for expertise.